Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of a hypoglycemia event on 26 may 2025 between 6 pm and 06:30 pm. This event happened after system alerted a high glucose alert which caused the patient to treat resulting in low glucose. The sensor glucose (sg) value reported by the patient was 195 mg/dl and the blood glucose (bg) value was 34 mg/dl. The patient then took the glucose to raise the glucose level.

Manufacturer narrative:
The user reported experiencing a low glucose event and provided an example from (B)(6) 2025 at 6:06 pm, with sg 195 mg/dl and bg 34 mg/dl. Review of the data management system (dms) showed that at 6:06 pm on (B)(6) 2025, the user's sg was 195 mg/dl and no bg value was entered in dms. Review of the alert history confirmed that the user did not receive a low glucose alert at the reported time because the sg was above the low alert threshold of 75 mg/dl. The user did not seek medical treatment and resolved the event by taking glucose. The user's hcp was aware of the event. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. Investigation based on the sensor data showed transient optical instability which could have contributed to the reported sensor inaccuracies; however, this could not be reproduced during in-house testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The user was offered a sensor replacement as a resolution. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.